Manufacturer narrative:
Device analysis report attached. This report is submitted on march 17, 2022.

Manufacturer narrative:
This report is submitted on july 20, 2021.

Event description:
Per the audiologist, the device was electively explanted on (B)(6) 2021, due to the patient requiring MRI compatibility. The patient was reimplanted with a new device on the same date.